Event description:
The reporter stated that he did back to back blood glucose testing, within 10 minutes, using separate finger sticks. His results were 63, 54 and 37 mg/dl. The reporter did not have any symptoms. Two control tests were in range, 116 and 125 (100-150).